Event description:
It was reported that the tubing was detached before use. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation is complete.

Manufacturer narrative:
Received one single flothru dpt kit with IV set and pressure tubing for evaluation. Damage was found at the IV tubing male connector. The tube adapter, where the IV tube was bonded to the male connector was broken from the male connector at the end of the IV line. The broken part of the adapter remained inside of the IV tube. Cross surface of the broken adaptors appeared uneven and rough. Whitening or indication of stress was also observed on the part of the broken surfaces. No other damage was observed from the kit. Damage occurred on IV side of the kit. A review of the manufacturing records indicated that the product met specification at the time of release.